Manufacturer narrative:
A review of the device history record for strattice lot s10988 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.

Event description:
This is follow up#1 to report 0n 29/oct/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a incisional hernia surgery and was implanted with strattice device lot# s10988-044 on (B)(6)2010. Patient was implanted with 2nd strattice device with unknown lot number on (B)(6)2013. On (B)(6)2018, patient underwent removal of mesh due to injury (adhesions, infection, recurrence, wound vac). As per the ppf form, the patient claims: pain, recurrence, infection. The form lists the condition that was treated: hernia from 2009 - 2014. Hernia from 2018 - 2020. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the 1st strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010 . The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.